Event description:
During a field service activity, the intuitive surgical, inc. (Isi) field service engineer (fse) identified that one of the universal surgical manipulators (usms) failed its preventive maintenance restraint plate test. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The fse also replaced the finger loops and headrest due to normal wear (field scrap items). The system was verified and ready to use. The usm was returned for failure analysis, and the reported restraint plate test failure was confirmed and replicated. Upon visual inspection fluid intrusion residue was found that could be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where the carriage strength test was found to be failing, replicated the reported event. The carriage gearboxes and rotors were found to be the probable root cause of the reported event.